Event description:
During an atrial fibrillation procedure, an air leak was noted on the agilis sheath after insertion of the volt catheter. The volt catheter was inserted after transseptal puncture, and the air leak was noted while aspirating the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences. The agilis sheath was irrigated using a pressure bag, which goes against the device instructions for use.